Event description:
It was reported that the handle is making a weird noise and it is getting hot to handle during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon evaluation, it was found that the device overheated due to the rotor rub in the motor. This also caused noise. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the handle is making a weird noise and it is getting hot to handle during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.